Manufacturer narrative:
The customer has not returned product, or sample for investigation testing.

Event description:
The echo missed an anti-e antibody that was detected on the provue. No transfusion reactions were reported as a result of this negative reaction.